Event description:
It was reported that this electrode had dislodged due to the patients twiddler's syndrome, and a review of the case data by technical services (ts) noted atrial fibrillation (af) events since on (B)(6) 2020 which appeared to be related to a broken electrode. The field representative confirmed that concerning the events in march the patient had twiddler's syndrome, and the electrode had been revised after low impedance measurements were observed as well as a dislodgement. A new electrode was implanted, and all parameters appeared normal. It was also noted that this electrode may have been damaged when it was wrapped around the device as a result of twiddler's syndrome. This electrode will not be returned as it was discarded after explant. No additional adverse patient effects were reported.

Event description:
It was reported that this electrode had dislodged due to the patients twiddler's syndrome, and a review of the case data by technical services (ts) noted atrial fibrillation (af) events since (B)(6) 2020 which appeared to be related to a broken electrode. The field representative confirmed that concerning the events in (B)(6) the patient had twiddler's syndrome, and the electrode had been revised after low impedance measurements were observed as well as a dislodgement. A new electrode was implanted, and all parameters appeared normal. It was also noted that this electrode may have been damaged when it was wrapped around the device as a result of twiddler's syndrome. Additional information is pending regarding the return of this electrode. No additional adverse patient effects were reported.